Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD) after being in an off label magnetic resonance imaging (MRI) environment where MRI settings were not enabled. A firmware was installed on the ICD and the problem was resolved. The patient was stable.